Manufacturer narrative:
Product evaluation: the facility did not request service. Additional info regarding product evaluation is pending at this time. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A customer reported experiencing continuous irrigation during the vitrectomy mode. Pt impact is unk. Additional info has been requested.